Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the cfb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cfb. In addition, we confirmed that the insertion flexible tube (ift) buckled, the objective cover lens:the "impurities" or "filth" is attached on the scope or camera, the bending rubber perforated, the light guide cable scratched, the control body assy complete fluid damage, and the insertion flexible tube (ift):the inside of the cable became to "spiral closer" condition, and the cable is lg cable or ift type.; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.